Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implantable pulse generator (ipg) classified termination of some events, arrhythmia appears to continue due to p waves falling into the ipg blanking period. The ipg remains in use. No patient complications have been reported as a result of this event.